Event description:
Information provided states the tibial iskd lengthener that was implanted in the right femur stopped distracting during treatment. The iskd lengthener was removed and replaced with a new lengthener.